Event description:
As I was charging my insulin pump infusion site set, the cannula broke off and remained stuck under my skin. As I am now, I am unable to get the cannula out. I was using the cleo 90, 6mm set. Lot 76x044 exp 2021-03. I had the infusion set in for 3 days, as recommended.